Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus off of an incorrect estimate of a carbohydrate count. Blood glucose ranged from 300-500 mg/dl. Recommendation was made by tandem's technical support for the customer to contact a health care provider regarding bg.